Event description:
Covidien tri-staple 2.0 black reload, 60mm extra thick (sig60axt), would not connect to covidien endo gia ultra stapler (egiauxl). Diagnosis or reason for use: robotic laparoscopic sleeve gastrectomy. Is the product compounded? No. Is the product over-the-counter? No.